Event description:
An 8-year-old with known type 1 diabetes was using an omnipod 5 csii system that failed to deliver insulin to the patient, which caused patient to go into dka and be hospitalized in a pediatric ICU for a period of 24 hours. With standard dka therapy the patients dka resolved. Patient's mother has decided to switch back to multiple daily injections of insulin given failure of the omnipod 5 csii system.